Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the surgeon experienced insufficient grip of working end of the shear on tissue. The generator used produced an error code 3. Unknown how the case was completed. There was no pt consequence.

Manufacturer narrative:
Eval summary: the ace36p device was rec'd in good condition. No visible damage was noted. The device was tested on a generator and no error codes were noted. The device opened and closed properly. The hand-activation test concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.